Event description:
It was reported that the insulin pump had unresponsive buttons or keypad. The reporter did not know what the blood glucose reading was. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2/lcd keypad connector. No cosmetic damage noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.